Manufacturer narrative:
The event is confirmed. Functional testing of the returned product determined the device did not power on when connected to the original battery. When connected to a lab battery pack, the device functioned as intended. Visual inspection of the interior of the battery pack found a few of the batteries had leaked. No other damage was identified. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the water pressure was too low although the surgeon turned the switch to high mode. The event timing was during surgery. There was no harm involved, and delay was less than 15 minutes to prepare an alternate device for use. Upon investigation, 1 out of the 8 batteries had a battery leakage. No adverse events were reported as a result of this malfunction.